Event description:
Nurse reports a patient that had preoperative myopia was hyper corrected by 1 diopter postoperatively, and that the patient also shows central island. Further information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).